Event description:
Customer reported he jumped into the water with the insulin pump and it was working until he changed the battery, the device wouldn't turn back on. Customer's blood glucose was 47 mg/dl earlier and he treated. Troubleshooting was performed. Customer stated the display went blank after the device was exposed to moisture. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.